Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient went in for a pump refill (B)(6) 2014. The nurse tried to do the refill and was unsuccessful. The nurse determined that the pump was flipped. The intrathecal medication was reduced and the patient was sent to the surgeon. The surgeon manually flipped the pump back over in his office and put the patient on the schedule to get it secured back into place with a mesh pouch. On (B)(6) 2014, upon opening the pocket, the surgeon discovered a broken suture. The pump was put into a mesh pouch and secured back into the pocket with sutures. The patient had no loss of therapy related to the event and the patient was continuing to do well following the pump pocket revision. The patient recovered without permanent impairment. The device system was delivering lioresal.